Event description:
Revision surgery - due to the patient having a size 12 left revelation micromax stem that had gone into varas. The stem was loose and unstable. The surgeon removed the stem and replaced it with a lima revision stem.

Manufacturer narrative:
The reason for this revision surgery was reported as looseness after 1.6 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 2nd complaint for this product (1 device loosening, 1 trauma), first for this lot. The root cause for the device loosening could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness. Hospital kept.